Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during a health fair one of the unit champions had shared that the statlock wing had broken off on 3 pic0222's that were used in their custom dressing change kit. This report addresses the second of three statlocks.